Event description:
It was reported that the patient presented for the implant of the right ventricular lead. During the procedure, it was noted that the helix did not extend. The procedure was completed with a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with stylet inserted was returned in one piece. Visual inspection found the lead body was compressed from the connector pin consistent procedural damage. X-ray examination showed that the helix was compressed consistent with procedural damage. Electrical test was normal with no anomalies found. The cause of the reported event was due to the compressed/damaged helix which is consistent with procedural damage.